Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believes the pump battery has been depleting quickly. There was no impact to the customer's blood glucose level. Customer was unable to upload pump data for tandem technical support to review. Reported battery issue was unable to be confirmed.